Manufacturer narrative:
Additional information was added to h6. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump underinfused during a versed infusion. The patient was receiving versed and vasopressin via two separate novum iq syringe pumps beginning at 07:26. During the controlled drug handoff of versed at 16:09, the registered nurse (rn) noted that the volume infused was 1.39 ml at which time the versed syringe was changed. The infusion rate had been programmed at 3.5 ml/hour; therefore, the patient should have received approximately 12 ml by the time of handoff. The pump was running and did not alarm. The oncoming rn traced the lines and discovered that the versed lined was fully clamped. The clamp was cautiously released while closely monitoring the syringe and the patient¿s vital signs. The medical team was notified, and incoming staff were instructed to closely monitor vital signs and urine output (an unspecified negative medical impact was reported). No additional information is available.